Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. It was reported to boston scientific corp on april 29, 2008 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure in an adult pt on approx a week earlier. According to the complainant, "...the balloon popped while removing the stones in the common bile duct after minimal passes of each balloon." The physician attempted to complete the procedure with a second extractor rx retrieval balloon. Refer to associated MFR. Report #3005099803-2008-00577 for a description of the second event.

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon had ruptured. There were no defects found on the catheter or balloon that could have conceivably caused the balloon to rupture; therefore, the cause of the balloon rupture is unknown. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted a search of the compliant database revealed no additional complaints recorded for this lot. The april 2008 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.